Manufacturer narrative:
Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported bleeding, medical expenses, economic damages, physical and emotional injury is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the filter was successfully retrieved on (B)(6) 2016. Per abdominal CT, dated (B)(6) 2016, "ivc filter is tilted with it's tip towards the renal vein and struts extending beyond the couture of the ivc, including towards the duodenum". Per inferior vena cavography, dated (B)(6) 2016, "the filter was collapsed and removed from the patient. Visual inspection of the filter and straight that it was intact.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 12/01/2017 as follows: patient received an implant on (B)(6) 2008 due to pulmonary embolism. Patient is alleging migration, tilt, vena cava perforation, bleeding, pain, medical expenses, economic damages, psychological and emotional injury due to the device. Device successful retrieved on (B)(6) 2016.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a günther tulip on (B)(6) 2008. It was alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.